Event description:
During a robotic loop duodenal switch on (B)(6) 2024, the permanent cautery hook was not working when the surgeon tried to use it. It continued to not work even after the monopolar cord was switched. The faulty cautery hook was removed from the field and replaced with a new hook to continue the case, tagged, and sent to spd to be addressed. When the registered nurse reviewed the instrument lives on the da vinci screen, the faulty cautery hook had not registered the numbers. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.